Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2006 the patient presented post mva (w/ etoh) with right shoulder pain; lower extremity pain with weakness and some numbness; acute sinusitis; abrasions/lacerations; dehydration; and acute alcohol intoxication. The patient was admitted to hospital. The patient underwent chest x-rays which demonstrated prominent interstitial markings throughout the lungs. It was uncertain whether this was representative of pulmonary edema or some type of chronic fibrotic process. The heart was borderline enlarged. There was an unfolding of the aorta. A cervical CT was taken which reveled type iii dense fracture, extending laterally into the left transverse foramen, with minimal displacement of the fractured odontoid process posteriorly by 3 to 4 mm; multilevel degenerative changes, and anterior bridging osteophytes, loss of intervertebral disc height, and multilevel neural foramen narrowing; and there were retained bullet fragments in the left cheek, right and left prevertebral soft tissues. A head CT was taken which showed no acute intracranial process. There were extensive bullet fragments within the region of the mandible bilaterally and masticator s pace and nasopharynx on the right. These were probably old. There was an old fracture deformity of the right mandibular condyle with subluxation out of the mandibular fossa. A small cystic mass within the preauricular space on the right was described. This was of unclear etiology. Bullet fragments were present in this area and this lesion demonstrated a mild amount of patchy rim of calcification. It was possibly a resorbing hematoma or some type of sebaceous cyst. A thoracic spine CT was taken which demonstrated that there was no thoracic spine, lumbar spine, or pelvic fracture; there were multilevel degenerative changes, with bridging osteophytes and loss of disc height; and there was narrowing of the central canal at l2-l3, l4-l5, and l5-s1, with neural foramen stenosis. The patient also underwent a chest, abdomen, and pelvic CT that showed no acute fracture dislocation or gross vertebral body ma-alignment; bullous apical changes, centrilobular emphysema and left greater than right basilar consolidation which may have represented contusion, atelectasis or early air space inflammatory change; there was no pneumothorax; there was a left greater than right adrenal nodules likely representing adenomas; there was a left renal cystic lesion; persistent circumferential thickening of the pyloric chan nel which could have related to intermittent contraction; hepatic steatosis was noted as well as small fat containing anterior mid abdominal hernia image. A thoracic and lumbar spine CT demonstrated no thoracic spine, lumbar spine, or pelvic fracture; multilevel degenerative changes, with bridging osteophytes and loss of disc height; and narrowing of the central canal at l2-l3, l4-l5, and l5-s1, with neural foramen stenosis. An EKG was performed which showed a normal sinus rhythm; minimal voltage criteria for lvh; non-specific t wave abnormality; and prolonged qt interval or tu fusion ¿ possible myocardial disease. A right hand x-ray was conducted which showed no evidence of acute fracture. There was an old fracture involving the distal radius with bullet fragments. On (B)(6) 2006 the patient presented with the preoperative diagnosis of type 2 odontoid fracture (post mva that morning) and underwent surgery which consisted of a reduction of c1-c2 fracture; use of sublaminar 6 mm hooks for instrumentation; use of bone morphogenic protein for induction of fusion, and use of local autograft and morselized allograft for fusion. Per the operative notes ¿¿then localized autograft was taken from c3 and c4 spinous processes, which was wrapped over with bmp sponge. This material was applied laterally over the lateral masses and dorsally from c1 to c2. Then, 10-cc syringe of morselized allograft was used on top of that to create fusion on those levels¿¿ no patient complications were noted. On (B)(6) 2006, post op, the patient underwent cervical spine x-rays that showed status post laminar hook fusion posteriorly at c1-c2 with anatomic alignment at this level; mildly displaced type ii dens fracture was stable in the interval; additional, but noncontiguous fracture of the left lateral mass of c2 was again noted and stable, extending into the adjacent left transverse foramen; there was right transverse process fractures at c7 and t1 - noted and stable; there was interval development of circumferential hyperdensity surrounding the central canal and cord from the foramen magnum inferiorly to the level of c4-c5, likely representing some degree of postoperative epidural hemorrhage. This wascausing some effacement of csf throughout this level without significant deformity or flattening of the cord. It should be noted that while in the hospital the patient was treated for alcohol withdrawal as needed. Edema was noted in the right hand. On (B)(6) 2006 the patient underwent a chest x-ray which showed worsening pulmonary edema and left basilar effusion versus developing pneumonia. On (B)(6) 2006 the patient underwent a chest x-ray which demonstrated that the opacity involving the left mid to lower lung field had improved slightly with residual bibasilar opacities noted representing airspace disease versus atelectasis with possibly associated left-sided pleural effusion. Mild to moderate cardiomegaly persisted. The pulmonary vasculature was normal at this time. The paitent complained of left arm and finger weakness.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.